Manufacturer narrative:
(B)(4). Nonconforming handle weld. The analysis results confirmed that the pmw35 device was returned nonfunctional. The device was received with the magazine detached from the handle due to insufficient magazine to handle weld. No functional test was performed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure staples were malformed after the firing. The surgeon used hand sewing to complete the procedure. No adverse event on the patient.